Manufacturer narrative:
A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. The customer¿s test strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of questionable glucose results for 1 patient tested on two accu-chek inform ii meters compared to the laboratory result. The exact time of the results was not known. The glucose result from a fingerstick tested on an accu-chek inform ii meter was 463 mg/dl and the result was not believed to be accurate. The accu-chek inform ii meter serial number was not known. A sample was collected for the laboratory 10 minutes later and the glucose result from the laboratory was 635 mg/dl. The laboratory sample was tested on a different accu-chek inform ii meter 20 minutes after the fingerstick and the glucose result was 470 mg/dl. The result was not believed to be accurate. The accu-chek inform ii meter serial number was (B)(4). A sample was collected for the laboratory 45 minutes after the initial meter result and the glucose result from the laboratory was 464 mg/dl. There was no allegation of an adverse event. The accu-chek inform ii meters qc was acceptable within 24 hours.